Event description:
Allergic reaction of urticaria, cough nad hyperthermia in a 15year old during red blood cell transufsion. Therapy date in 06. The patient was given antihistamnes (promethazine) and steroids. No orotracheal intubation and no vasoactive drug support was registered. Hospitialization was not required. Pre-transfusion medical products:steriods and diphenhydramine hydrochloride